Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot numbers for 2 open spine clamps are 120726 and 120301. Device manufacture dates for 2 open spine clamps are lot #120726 on 07/26/2012 and lot #120301 on 03/01/2012. RMA issued. 2 replacement spine clamps shipped to site 01/24/2014. Medtronic investigation of 2 returned suspect open spine clamps find that in each of the clamps, the adjustment screw threads are worn down in the middle of the travel and nicked near the head of the screw. There are tool marks all around the screw head. The clamp face is bent to one side. The retainer ring on the end of the adjustment screw is stretched from being over tightened and now allows some slippage in the travel of the clamp face. Physical damage, directly caused event.

Event description:
A site representative, registered nurse, reported two damaged open spine clamps. On each of the spine clamps the screw becomes stripped and the hex head is stripped while tightening. Replacement instruments were requested. There was no patient present when this issue was identified.